Event description:
At the last reprogramming session in 2008, the device indicated it had approximately 21 months left of usage. At the next follow-up appointment in 2009, the programmer could not communicate with the ins. The device was replaced. The patient status was reported as "no injury".

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or, when additional information is received from the hcp.